Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead oversensing was noted when the device went to end of service (eos). The patient's family has requested that no intervention take place. The lead remains in use. No patient complications have been reported as a result of this event.